Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: there was one pump reboot event associated with consecutive call service alarms observed on (B)(6) 2016. The battery cap was able to fit to maintain an electrical connection. The battery cap contacts measurements were within specifications. The pump powered on correctly with no issues. The alleged issue could not be duplicated.